Event description:
It was reported that the handpiece began overheating and then leaking oil near the end of a wisdom tooth extraction. The procedure was successfully completed with the same device. There was no pt or user injury reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, but based on the initial quality assurance investigation details, the reported condition of the device overheating or leaking oil during usage could not be duplicated. A follow-up report will be submitted if the final results of the quality investigation require one.